Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. Unit received with the lock having rotational and lateral movement, and a residue buildup was present requiring replacement of worn internal parts and cleaning. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2013). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report numbers 3004608878-2021-00469. A facility reported an unspecified issue on the locking mechanism of the mayfield modified skull clamp (a1059). It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.